Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus due to defective board. The field service engineer (fse) replaced the drawer board and the module controller board to resolve the issue. Additionally, fse found helmer refrigerator was off the bus and rebooted. The pyxis system was also reset. Multiple tests were performed in inventory and medication functions to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.